Manufacturer narrative:
Results: average age (B)(6) years (ages ranged from (B)(6) years).12 males; 20 females. Bone void filler (details not provided) posterior instrumentation (details not provided). (B)(4). Refer to manufacturer reports 1030489-2011-00324 and 1030489-2011-00322 for further details regarding infections and non-unions.

Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
The patients developed painful post-operative fluid collections. In four patients, the fluid collection had positive intraoperative bacterial cultures (B)(6). These were described as non-purulent fluid accumulations and therefore considered a seroma. All patients healed after irrigation and debridement. The average volume of the seroma was 94.9 ml (range 4 - 427ml). A total of 29 patients were successfully treated with an unexpected surgery for decompression. Of these 29 patients, 21 patients healed after irrigation and debridement, six required repeat spinal decompression because of recurrent stenosis and two patients underwent re-fusion because of non-union. Three patients were successfully treated with interventional radiology aspiration and drain placement.

Event description:
Post operative complications were reported in a retrospective study presentation of patients who underwent instrumented lumbar poste rolateral fusion with rhbmp-2 for degenerative spine conditions between 2002 and 2009. Thirty-two patients developed seromas. Twenty-nine of the patients developed seromas with acute neural compression and required reop eration. There was neural involvement of varying degrees. Seroma formation was not associated with interbody fusion or prior rhbmp exposure and was associated with acute exacerbation of radicular pain and transient neural involvement of varying degrees. The average total dose of rhbmp-2 was 13.4mg (4.2-36).